Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure in (B)(6) 2010. The procedure was completed successfully with no injury and good patient outcome. The patient presented in (B)(6) 2010 with multifocal paraspinal and epidural abscesses. The infection is at the treated level and has spread to other levels. Patient was treated with IV antibiotics. Patient's current status is unknown. No additional information was reported.

Manufacturer narrative:
Method - device not returned; follow-up with company representative.